Manufacturer narrative:
Re-loaded software; advised pc replacement if issue recurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot due to geometry and log errors on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.